Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause for the reported event. The reporter did not consent to further contact. There are no other complaints in this lot. (B)(4).

Event description:
A physician reported a mark was noted on an intraocular lens (iol) following implantation. Additional information has been requested.